Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer reloaded the cartridge onto the pump and resumed insulin delivery. There was no impact to the customer's blood glucose level.